Event description:
It was reported during remote follow-up that the patient presented with non-sustained right ventricular oversensing (nsrvo) episodes due to post-paced t-wave oversensing (pptwos). No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.